Manufacturer narrative:
After management review for peeling issue CAPA was initiated to further investigate this issue. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Based on the information provided by the supporting documentation, "the clear plastic ring on the peel away sheath is not breaking free with the sheath. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that during a port placement procedure an end user reported an issue with four CT mini w/valved introducer smartports. The following was reported that "the clear plastic ring on the peel away sheath is not breaking free with the sheath. In two cases the ring separated in pieces and broke off in the sheath. In the third case, it didn't break open like it should. All 4 cases were min ports." Ultimately, the procedures were completed with these devices and the patients did not experience any adverse effects, harm, or require medical intervention as a result of these incidents. Product was discarded. Additional complaints associated with comp-24078 are as follows: (B)(4).

Manufacturer narrative:
After management review for peeling issue CAPA was initiated to further investigate this issue. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. Based on the information provided by the supporting documentation, the peel away mechanism did not work well and the physician had to rely on using a hemostat to tear away the sheath, from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.